Manufacturer narrative:
Correction to describe event or problem: this event was reported in error. It was reported that the tear tab was open; however, this does not affect the sterility of the product. (B)(4).

Event description:
It was reported that the sterility was compromised. An opticross imaging catheter was selected for use. However, upon preparation, it was noted that the tear tab was open. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the sterility was compromised. An opticross¿ imaging catheter was selected for use. However, upon preparation, it was noted that the tear tab was open. No patient complications reported.